Event description:
It was reported the video system center had no image. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, it is likely that the video socket connector of the subject device may have been faulty. However, since the equipment was not returned to the repair department, the cause could not be identified. In addition, although 3 good faith efforts (gfe)s were conducted to obtain information, no response could be obtained and presumed cause could not be identified. Therefore, a definitive root cause for the flooding could not be established. Olympus will continue to monitor field performance for this device.